Event description:
An olympus product specialist reported on behalf of the customer, during a therapeutic procedure surgeons noticed the sonicbeat was not working properly. The olympus product specialist saw a piece of the teflon layer deflected in the jaw and instructed them to remove the device and unpack a new device. The procedure proceeded as intended and no parts of the subject device was missing. There was no reported harm to the patient.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation because the device was discarded. The olympus product specialist provided a photo of the event, confirming that the tissue pad was worn out and peeled off. Since the lot number is unknown, manufacturing records for the past 6 months from the date of receipt of the report were reviewed, but found no abnormalities related to the phenomenon pointed out. The investigation concluded that the reported problem was likely due to ultrasonic output possibly being activated when the grasping section was not grasping anything (this includes after tissue resection). This might have caused the tissue pad to wear out and partially peeled off. The instruction manual provides the following related to the event: ¿¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor field performance for this device. Additional information has been requested regarding this event. A supplemental report will be submitted if additional information becomes available.

Event description:
Additional information was provided regarding this event. The event occurred during a donor kidney transplant.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation.